Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to an appointment with their diabetes educator with hyperglycemia. The patient's blood glucose (bg) level reached 27.8 mmol/l (500 mg/dl) and ketones were at 1.5 (no units were specified) while wearing the pod between 5 and 24 hours. The patient reported that there was no insulin delivery despite normal activation and no visible leaks or pod site irritation. Concurrently, the patient experienced conflicting bg readings from a finger-prick meter versus the dexcom g7 sensor and the pod readings. Symptoms reported include headache, nausea and anxiety. The patient was treated with the diabetes educator changing out the patient's pod with a new pod and a larger corrective insulin dose was administered. Upon pod removal, it was found that the pod cannula retracted, indicating a needle mechanism failure. The cannula did insert into the skin and the pod pink slide moved forward but the cannula was not visible when the pod was removed. The pod was discarded by the diabetes educator. The patient was discharged on the same day. Dexcom was notified of the event on may 25th, 2026.